Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 80% stenotic lesion was located in the severely tortuous and severely calcified mid right coronary artery. The physician advanced the 4.0x16mm promus element stent to the lesion, but was unable to cross. Upon removal it was observed that there was damage to the proximal portion of the stent. The procedure was completed with another 4.0x16mm promus element stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 80% stenotic lesion was located in the severely tortuous and severely calcified mid right coronary artery. The physician advanced the 4.0x16mm promus element stent to the lesion, but was unable to cross. Upon removal it was observed that there was damage to the proximal portion of the stent. The procedure was completed with another 4.0x16mm promus element stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluation: a visual and microscopic examination identified distal stent damage. The struts on the distal end of the stent were stretched out towards the tip of the device. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The hypotube was kinked 620mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).